Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer cleared the alarm and resumed insulin delivery. The customer's blood glucose (bg) level was 310 mg/dl and a correction bolus was delivered via the pump to lower the bg level. The occlusion alarm had not reoccurred.